Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of a c-flex aspheric 970c iol. The event description provided by the healthcare facility states "leading haptic was broken when lens was placed into the eye". For further information please refer to rayner's MDR 9611165-2014-00056.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacturer of the c-flex aspheric 970c iol (december 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have received against the c-flex aspheric 970c iol batch (B)(4).